Manufacturer narrative:
This report is regarding suspected pump thrombus. Reference MFR report # 2916596-2016-01502 for the report of the patient's neurological events. (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 for neurological changes including left sided weakness and facial droop. Elevated pump power and estimated pump flow readings were observed. The patient¿s lactate dehydrogenase (ldh) level was stable at 261 u/l. The patient underwent a carotid thrombectomy procedure and regained movement of the left side, though it was still weaker than right sided movement. Neurology adjusted the patient¿s anticoagulation and mean arterial pressure goals. On (B)(6) 2016, a head CT scan showed a stable right occipital subdural hematoma. On (B)(6) 2016, a head CT was stable, and the patient¿s ldh was stable at 239 u/l. On (B)(6) 2016 a cardiac CT angiogram was negative for inflow conduit or outflow graft obstruction. The patient was admitted again on (B)(6) 2016 for seizure activity and likely conversion of ischemic stroke to hemorrhagic stroke. Recurrent embolic disease was also considered as a possible etiology. The patient was stabilized with medical intervention. During the next month the patient¿s medications and anticoagulation were adjusted, and the patient underwent physical therapy. There were no reports of device or clinical issues during this timeframe. The patient was on coumadin and heparin for anticoagulation and did receive one unit of packed red blood cells for a low hemoglobin level. The patient's ldh level was reported as stable during this timeframe. It was reported that the patient was discharged on (B)(6) 2016 with a plan for lvad exchange secondary to suspected pump thrombus during the second week of (B)(6). On (B)(6) 2016, the patient was admitted with a subtherapeutic inr and leg pain and swelling. The patient experienced tachycardia with a heart rate of 170-180 beats per minute, and was treated medically. The lvad speed was also lowered in response to the tachycardia. During the hospital stay the patient experienced arrhythmias that were treated medically and with accompanying lvad speed adjustments. The patient also had positive blood cultures that were treated with antibiotics. The lvad pump pocket and driveline exit site were not reported to be associated with the positive blood cultures. It was reported on (B)(6) 2016 that the patient¿s ldh trended upwards to 255-273 u/l. To date there have been no reports of lvad exchange. The patient remains ongoing and under treatment for infection, arrhythmia, and suspected device thrombosis.

Manufacturer narrative:
The patient remains ongoing on pump support. The report of suspected thrombus could not be confirmed through this evaluation. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.